Manufacturer narrative:
A partial lead measuring 48.9cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.4-11.8cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via x-ray. The lead was explanted and replaced without any issues. The patient was stable and recovering.